Event description:
The event is reported as: the customer alleges that there is a crack in the pressure tubing adapter.

Manufacturer narrative:
A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. A device history record (DHR) of batch number 02e1302772 was reviewed and no issues or discrepancies were found related to this complaint. No non-conformance reports were originated for the lot in question that can be associated to the complaint reported. The DHR shows that the product was assembled and inspected according to our specifications. No corrective action can be established since the sample is not available to perform an investigation and determine the source of defect reported. This customer complaint cannot be confirmed due to the lack of product sample to perform an investigation and determine the source of defect reported. If defective sample becomes available at a later date, this complaint will be re-opened.